Event description:
The patient reported that she had trial procedure on (B)(6) 2014. During her trial period she had pain in her right leg and she couldn't barely put her right leg down and she told the manufacturer's representative on (B)(6) about this and he said "oh no we put it on the wrong nerve" so he "adjusted the box" and took it off the patient completely which gave her relief. When they implanted her permanent system they moved the lead from where it was during trial. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported by the manufacturer's representative that during the test evaluation, the patient had pelvic floor stim and felt the stim a little towards the back of the leg, which this reporter said was normal.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).